Event description:
The dentist reported an edaz abutment fractured in patient's mouth. Abutment was originally placed in (B)(6) 2009.

Manufacturer narrative:
The abutment was received along with the abutment screw. The visual verification confirms the fracture. The device history record review for the abutment was performed and did not identify any non-conformances and there were no manufacturing deviations which would result in or contribute to this complaint. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.